Manufacturer narrative:
No blank display noted. The insulin pump had no button response due to moisture damage on keypad traces. Unable to test the operating currents due to no button response. The insulin pump had a cracked case at display window corner, cracked reservoir tube lip and minor scratched display window. The insulin pump had moisture damage on electronic assembly and on motor.

Event description:
Customer reported that the insulin pump was exposed to fluid and no longer was working. Customer stated that she got pushed into the pool. The blood glucose reading was 472 mg/dl. She stated that no moisture was visible in the insulin pump. She stated that the display went blank immediately after the moisture exposure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.